Event description:
It was reported that the swg bent severely when trying to advance it through the syringe. The syringe and swg were removed together. The event occurred in the anesthesia department. As a result, a new kit was opened and used to complete the procedure. There was a delay in treatment, but no harm was caused to the patient. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4).